Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker exhibited atrial channel oversensing of ventricular signals. The device remains in service. No adverse patient effects were reported. Additional information was received that previous episodes of oversensing had resulted in inappropriate atrial tachy response (atr) episodes.